Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the rubber sleeve near the tip of the device is coming apart during the case and it may cause a hazard of falling off. Although there was patient involvement, there was no adverse consequence. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. Visual inspection : a 90s accelerator probe was received and the damaged heat shrink condition was confirmed. It was observed the heat shrink was torn exposing some part of the lumen. Also noticed was minimal wear marks on ceramic and burn stain on the probe. As part of the evaluation, the unit was then connected to the serfas energy programmer box to read the programming and activation history. According to the activation history, the unit was activated 7 instances a total of 158 seconds on cut mode. The probable root cause/s of the heat shrink got damage and melted could be the unit used as a tool for mechanical displacement of tissue, excessive force and scrubbing with another object during use caused heat to insulation to degrade and rip. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the rubber sleeve near the tip of the device is coming apart during the case and it may cause a hazard of falling off. Although there was patient involvement, there was no adverse consequence. The procedure was completed successfully.